Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the battery failed alarm was received on insulin pump. Customer¿s blood glucose level was 144 mg/dl. The pump will not be received for analysis.